Event description:
The patient underwent vns generator replacement due to battery depletion. The explanted generator was received and product analysis was completed. The generator was verified to be at end of service (eos). The most recent change in impedance showed an event of high impedance. No known relevant surgical intervention involving the suspect lead has occurred to date.